Event description:
The customer alleged questionable creatinine results on 8 patient samples when testing was performed on the analytical p module. Five of the results were found to be discrepant. All repeat testing was performed on a 2nd analytical p module, serial number (B)(4). Patient 1: the initial creatinine result was 0.74 mg/dl and the repeat creatinine result was 1.39 mg/dl. The initial result was released from the laboratory. A corrected report was sent with the repeat result. Patient 2: the initial creatinine result was 0.53 mg/dl and the repeat creatinine result was 1.07 mg/dl. The initial result was released from the laboratory. A corrected report was sent with the repeat result. Patient 3: the initial creatinine result was 0.36 mg/dl and the repeat creatinine result was 1.25 mg/dl. The initial result was released from the laboratory. A corrected report was sent with the repeat result. Patient 4: the initial creatinine result was 0.70 mg/dl and the repeat creatinine result was 1.60 mg/dl. The initial result was released from the laboratory. A corrected report was sent with the repeat result. Patient 5: the initial creatinine result was 0.50 mg/dl and the repeat creatinine result was 1.51 mg/dl. The initial result was not released from the laboratory. The repeat result was released. The customer was unable to provide information concerning treatment of the patients based on the results or the current condition of the patients. No adverse event was alleged regarding this event. The creatinine reagent lot numbers are: r1 reagent: 62491501 r2 reagent: 62484501 the field service representative determined that several rinse mechanism nozzles were sticking and not evacuating cells properly and that a probe was not aligned properly. The field service representative cleaned all rinse mechanism nozzles and holders and realigned the probe. Performance checks were run, insuring proper alignments and performance of all mechanical units. Serum precision was also performed on 6 assays.

Manufacturer narrative:
.